Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des and one driver bms were implanted the left main. Post-procedure patient had peaked troponin. Cec adjudicated non-qwave mi (target vessel), medtronic extended historical peri- pci and non-q wave mi (target vessel), scai definition peri-pci. Cec adjudicated stent thrombosis as no event.